Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin leaked from the pump retainer part continuously. The user adhered the insulin pump to the clothes at the time of attachment. Although the direct leak from the reservoir and the quick set could not be checked. There was also a hypoglycemic symptom to the customer. No further details given. Reservoir will not be returned for analysis.